Event description:
It was reported that during a surgical procedure conducted at the user facility, the td ost pin and bearing of the device disassembled. The procedure was completed successfully using back-up equipment. A delay of 30 minutes was reported. It was confirmed via x-ray that no components fell into the surgical site.

Manufacturer narrative:
The adverse event was previously reported on manufacturer report number 0001811755-2014-02248 associated with the blade. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure conducted at the user facility the td ost pin and bearing of the device disassembled. The procedure was completed successfully using back-up equipment. A delay of 30 minutes was reported. It was confirmed via x-ray that no components fell into the surgical site.

Manufacturer narrative:
The reported disassembly and blade break were confirmed by a manufacturer repair technician through visual inspection and can be caused by a material fatigue issue or impact.